Event description:
It was reported that an alleged band leakage occured. The pt underwent a reoperation correct leakage issue. There were no other reported pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.